Manufacturer narrative:
Follow up (B)(6) 2014: contact reported during fill tubing with new cartridge and infusion set, no insulin was seen coming out the end of the tubing. Insulin was seen leaking from the luer connection. Possible blockage of infusion set tubing was determined during troubleshooting. Blood glucose level was reported at 500 mg/dl with ketones. Contact changed infusion set and fill tubing was performed with insulin resumed successfully. The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. Customer;s blood glucose level was impacted (elevated). Reportedly, cartridge and infusion set had been in use for three days. Customer indicated that cartridge and infusion set would be changed.